Event description:
It was reported that the patient experienced an inappropriate therapy. It was discussed that the device settings should be adjusted to prevent an unnecessary shock. The issue was clinically resolved by reprogramming the device and it remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
New information received notes that the patient received another inappropriate high voltage therapy for an svt due to the programmed settings of the device. The device was reprogrammed and remains implanted. The patient was in stable condition following the event.